Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional examination was performed by attaching the device to an encore inflation unit. Positive pressure was applied and pinhole was noted at the proximal end of the distal markerband. There were no issues identified on the markerband and shaft of the device which could potentially have contributed to the complaint incident. A visual and tactile examination identified no damage along the length of the device. This is defined as a complaint that is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause classification of this investigation is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was noted to be leaking. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event .